Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint that the stapler 45 had a chip in the corner. Failure analysis found the primary failure of broken chassis to be related to the customer reported complaint. For clarification, the instrument was found to have a broken chassis. The chassis was found broken at the corner where the rfid chip is located, likely causing the rfid chip to dislodge from the breakage. The broken piece was not returned, measuring roughly .58¿ x .45¿ in size. The root cause is typically attributed to the user. Failure analysis found the secondary failure of dislodged rfid chip to be related to the customer reported complaint. The instrument rfid chip was dislodged from the chassis, likely from the breakage of the chassis. The chip was not returned with the instrument. Visual inspection of the instrument did not find additional damages. The root cause is typically attributed to the user. Additionally, the instrument was found to have engagement failure based on log review but was not tested on the in-house system due to the broken chassis. A review of log shows 1 engagement error with code 22020. The root cause is not determinable/applicable. A review of the procedure log showed the stapler 45 was last used on (B)(6) 2022 on system (B)(4). The instrument had 42 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the stapler 45 had a chip in the corner. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.